Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jun 2020.

Event description:
It was reported there are some intermittent areas of touchscreen functionality. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the issue. Touchscreen calibration was attempted but was unsuccessful. The fse replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
G4:22mar2021. B4:24mar2021. Failure analysis on the returned touchscreen assembly shows the touchscreen was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.